Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-32088. It was reported the patient's scs system was exhibiting high impedance on one of the leads. Surgical intervention will be necessary to address the issue.

Event description:
Related MFR report: 3006705815-2020-32088. Additional information received identified the patient's scs lead was replaced. Reportedly, x-ray showed the lead was kinked and had migrated. The lead was successfully replaced without any complications and effective stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.